Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer swap out the power management board and the user interface board to isolate the failure. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared an alarm light emitting diode (led) failed error code. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The manufacturer¿s field service engineer remotely recommended to replace the power switch overlay to address the reported problem. The problem was resolved by replacing the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.